Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they lost the ability to aspirate the sheath. After the transseptal puncture was achieved the wire and dilator were removed from the sheath. At that time the physician found they could not draw back for aspiration. They checked the intracardiac echocardiography (ice) and verified there was not a clot present at the end of the sheath, and it was not pressed up against patient anatomy. The sheath was removed from the patient and a piece of tissue emerged from the sheath when it was flushed. The sheath was replaced, and the procedure was completed without further complications. No intervention was required for the tissue damage. The sheath has been received and is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they lost the ability to aspirate the sheath. After the transseptal puncture was achieved the wire and dilator were removed from the sheath. At that time the physician found they could not draw back for aspiration. They checked the intracardiac echocardiography (ice) and verified there was not a clot present at the end of the sheath, and it was not pressed up against patient anatomy. The sheath was removed from the patient and a piece of tissue emerged from the sheath when it was flushed. The sheath was replaced, and the procedure was completed without further complications. No intervention was required for the tissue damage. The sheath has been received and is awaiting analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and kinking of the shaft was noticed. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Because the kinks were not mentioned during the event the most likely cause was determined was that they occurred during transport and storage during the sheath's return. Additionally, the tissue damage mentioned in the complaint was determined to be a known inherent risk of the sheath's use.